Event description:
Information was received from a service and repair center via a medtronic representative regarding a endoscope. It was reported that the lens of instrument was not clear and image was abnormal. No patient involved in this event. There were no further complications that were reported.

Manufacturer narrative:
G2: country of origin is japan. H3: product analysis of part# 9560100, lot# 1628084r the requested phenomenon (image abnormality, lens-out of focus) was confirmed and the outer tube were damaged during the incoming in spection. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.